Event description:
It was reported that a caregiver sustained an achilles injury due to having difficulty engaging/disengaging the brakes. Additional details regarding the severity and the treatment have not been provided at this time. Attempts are being made to gather more information from the user facility.

Event description:
It was reported that a caregiver sustained an achilles injury due to having difficulty engaging/disengaging the brakes. The user received medical treatment as a result of the injury. The user facility followed up and provided the model number, but were unable to provide a serial number. They stated that the brakes are difficult to engage/disengage for their taller staff members due to the placement of the brake pedals and required no further action from stryker.

Manufacturer narrative:
Upon further investigation, the customer clarified that the placement of the brake pedal makes it difficult to engage for some employees and there is no defect or malfunction with it. The customer stated this is an ergonomic issue. The device code under section h has been updated to reflect this.

Manufacturer narrative:
The user facility followed up to provide further information including injury details and device model number. Section b5 has been updated to reflect this. The user facility was unable to provide a serial number and stated that due to the placement of the pedal the brakes are difficult to engage/disengage for their taller staff members, but there is no defect with the actual stretcher. They require no further action from stryker at this time. H3 other text : user facility stated there was no further action needed

Event description:
It was reported that a caregiver sustained an achilles injury due to having difficulty engaging/disengaging the brakes. The user received medical treatment as a result of the injury. The user facility followed up and provided the model number, but were unable to provide a serial number. They stated that the brakes are difficult to engage/disengage for their taller staff members due to the placement of the brake pedals and required no further action from stryker.